Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). Three complaints were received during this report period. Of these, 1 was not returned for evaluation (B)(4). Two were determined to be misapplication (B)(4). All 3 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 3 malfunction events the nonconformance to device specifications and minimum packaging requirements as the device may not be operating and functioning as intended. These reports were received from various sources.